Event description:
Patient reported obtaining a blood glucose result of 129 mg/dl, while using the suspect device. Patient indicated that, although blood glucose had measured within his normal range, he was not feeling well--vomiting and weak. Patient reportedly summoned emergency medical services and was subsequently transported to the hospital where his blood glucose measured 385 mg/dl on a hospital blood glucose monitor. Patient was admitted to the hospital diagnosed with diabetic ketoacidosis. Patient was reportedly treated with 14 liters of intravenous fluids (contents not provided) and outfitted with an insulin pump. According to patient, he was released from the hospital 10 days later. At the time of the event, patient was testing with expired strips. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.